Event description:
It was reported, leak was noticed after starting enteral feeding, although no issues were observed when flushing the tube after opening the package. A visible tear was found near the y-connector area of the tube.

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The device history record for lot 30284533 was reviewed and the product was produced according to product specifications. The returned sample was evaluated and the reported condition was confirmed. Water infusion testing identified leakage due to a tear/hole in the tubing. Examination under magnification identified external dent marks in the y-connector area, a slightly jagged and wrinkled damaged area, and internal tubing wall indentations. Process evaluation confirmed that manufacturing controls and inspections were in place, personnel were properly trained, and attempts to replicate the reported failure were unsuccessful. Root cause could not be determined because no manufacturing-related inconsistencies were identified. All information reasonably known as of 11 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.